Event description:
It was reported that, during a lumpectomy procedure, this pacemaker exhibited electromagnetic interference (emi) noise oversensing, leading to a signal artifact monitor (sam) episode. Additionally, false pacemaker mediated tachycardia (pmt) episodes were noted. No adverse patient effects were reported. This pacemaker remains in service.